Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the customer's allegation was confirmed. Also, evaluation found the following: due to damage on bending tube, upward/downward knob did not move smoothly, due to wear of angle wire, the play of upward/downward knob was out of the standard value, adhesive on rubber had a chip, adhesive on rubber had white-clouded area, due to clogging of nozzle, water removal ability did not meet the standard value, swatch1 had a scratch, adhesives around objective lens had white-clouded area, adhesives around lg lens had white-clouded area, plastic distal end cover had a scratch and the connecting tube had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had a hard tip. The inspection and testing of the returned device found that the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.